Event description:
It was reported that this device showed a diagnostics cleared due to invalid data message which cleared all the diagnostic data. The device also showed a jump in the atrial pacing that doubled and may have caused a polarity switch due to decreased impedance in the atrium. The device was reinterrogated and proper data collection was present. The device remained in the field.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.